Event description:
According to our customer, a falsely low etoh (ethly alcohol) and 4 falsely low amylase results were generated by the synchorn lx20. Pt a had an etoh result of 19.3 mg/dl. Pt b had an amylase result of 16 iu/l. Pt c had a amylase result of 112 iu/l. Pt d had an amylase result of 138 iu/l. Pt e had an amylase result of 43 iu/l. The customer indicated that all the pt samples repeated high (see b6) after being retested. The e.r. Is calling the pts back for additional evaluation. Based on the info provided by the customer, it is not known if pt treatment was affected.